Event description:
It was reported that patient presented in clinic for follow-up. It was noted that patient's atrial lead exhibited over-sensed noise. No intervention was performed. Patient condition was stable and will further be monitored.